Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5071 lead implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased and died approximately two years, nine months post implant. The patient is reported to have had an out of hospital arrest. An automated external defibrillator was used to try and resuscitate the patient and no shock was advised. The cause of death is inconclusive.